Event description:
It was reported that the first fiber tip was spinning @ 144,968 joules after 25 minutes. The second fiber tip was spinning and then detached @ 105,688 joules after 33 minutes. The fiber was flushed from the bladder. The procedure was completed with the third fiber. There was no patient injury reported. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. (B)(4).